Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had seen their gynecologist a month ago. They did not use the communicator or the handset because their ins worked well. But these past few weeks, patient have had real trouble, so they thought of turning the external devices on. Patient said that when they put the communicator over their implant and got connected to their therapy app, all of a sudden, the patient felt like a spark and hit the patient so hard that they jumped out of bed, and it wouldn't stop and hurt the patient so badly. Patient added that they cannot put pressure on their left side. Patient mentioned that they turned off the communicator and the handset as soon as they could, but they could still feel the pulsating really hard. Patient said that they could lay on their left side but not on their right side or on their back. The patient was redirected to their healthcare provider to further address the issue.